Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and the blood glucose event. The sensor glucose was 261 mg/dl, and the blood glucose value was73 mg/dl. The sensor glucose and blood glucose difference is 188 mg/dl. The customer stated the location of the damage was on the screen/display. The customer experienced hypoglycemia and was treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-342g, mmt-7040a, and mmt-431ag. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for the low blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned. No product return is required for mmt-397a, mmt-7040ma, and unk_reservoir